Event description:
The user facility reported a pt was determined to have esophagogastric bleeding prior to a procedure. During diagnostic esophagogastroduodenoscopy (egd), the pt's esophagus was noted to have moderate, and active bleeding. Attempts were immediately made to control the bleeding through cauterization with the use of unk model 10 fr. Gold probe, and medication without success. The users then employed eleven retractable clips to staunch the bleeding, however six clips reportedly did not deploy. The bleeding was reported to have stopped. The pt was hospitalized for six days following the procedure, and was subsequently released. The pt is said to be fine, and follow-up is required to date.

Manufacturer narrative:
The retractable clip devices referenced in this report were discarded following the procedure, and are not available for eval. The cause of the user's experience could not conclusively be determined at this time. If further significant additional information is obtained, the report will be update. This report is being submitted as a medical device report in an abundance of caution.